Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The ptient's blood glucose results were 106, 80 mg/dl. Tests were done within 10 minutes with a difference of 23 mg/dl. Patient did not experience any adverse events.